Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a posterior lumbar fusion procedure on (B)(6) 2016 and suture was used. Upon the initial pass through intact tissue and creating the perpendicular pass, excessive force was used to pull up on the suture and it snapped near the distal end. Upon breakage, the tab and suture were removed and a different type of suture was used to complete the closure. There were no patient consequences reported.